Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in a shunt in the moderately tortuous and moderately calcified upper left arm artery. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured and there was contrast media leak. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. A longitudinal tear was identified in the balloon wall. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in a shunt in the moderately tortuous and moderately calcified upper left arm artery. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured and there was contrast media leak. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported.